Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive and high voltage tank were replaced. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a fluoro error message during a case. No pt injury was reported.